Event description:
It was reported that during a stent procedure to treat a lesion in the right renal artery, the megalink would not cross the lesion and while withdrawing the device back into the guiding catheter, the stent slipped off the balloon. A snare device grabbed the stent, and the entire system was being withdrawn as a complete unit when the stent became dislodged in the right iliac artery. Plans were made to remove the stent at a later date by performing a surgical cutdown.